Event description:
It was reported that a high drain 101 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log with the home patient (hp). The initial drain volume (dv) equaled 39ml, the total ultra filtration (uf) equaled 4031ml, the cycle four uf equaled 360ml, the cycle three uf equaled 12ml, the cycle two uf equaled 419ml, and the cycle one uf equaled 3240ml. The hp stated they performed a 2000ml ultrabag drain and fill before starting therapy on the hc. The initial drain alarm equaled 0ml. The tsr arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was a false empty was detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.